Event description:
Craniomaxillofacial device implanted on 4/27/98. On 4/4/98, complaint received from hosp reported a possibility that the sterile operating field was compromised. No infection alleged at the time. Standard complaint filed. On 9/8/98, operating room nurse phoned stating pt had infection. She felt compromise of the sterile field could have been a contributing factor. She also stated the pt had other "problems", including a tracheotomy, that increased risk for infection. No details about infection or sequela were receoved. Packaging stated "caution: open with care. Inner surface of foil pouch not sterile." A field communication sent to all hospitals, including this hosp on 3/28/98, regarding the sterility of the packaging. The hosp requested a copy of the original field communication on 4/28/98.